Manufacturer narrative:
(B)(4) was used for the cardiac event, as there is no other code available that best describes a nonspecific cardiac event. This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and expired on the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.